Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, excessive tamping may plant the tip of the advancer tube deep into the freeze-dried sealant resulting in the sealant adhering to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract. In addition, it may also be caused by the user not performing finger tip compression during advancer tube removal which is stated in the instructions for use (IFU). The review of the lhr (f1508605) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: after the device was removed from the patient and the balloon was pulled through the compression tube (advancer tube) the doctor removed the compression tube and the sealant was stuck to the compression tube which resulted in manual compression for 30 minutes or less but no patient complication. The hospital failed to save the device. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: diagnostic vessel type: arterial.